Event description:
(B)(4). Exhaustion and inability to focus were the first of my symptoms. I saw my doctor about it and they referred me to a psychologist who placed me on wellbutrin. Since then, I've had one cyst under my breast, diagnosed with my second case of gardnerella, severely heavy menses, and a cyst on my ovary. I also have been having regular headaches.